Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump failed the preventive maintenance flow rate test. The device was programmed to deliver 40ml at a rate of 200ml/hr, however only 36 ml of fluid was delivered. The resulted in an under infusion of 10%. During baxter's evaluation, it was observed that a pump delivered fluid with an inaccuracy of greater than 10%. There was no pt involvement as this was found during testing.